Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not boot up. Analysis of the system log file showed problem with the flexvision pc. During troubleshooting, fse checked the display connection, reset/reconnected the hard disk and hd cables and cleaned the memory card pins, disk bay and video grabber card. According to the system software status the issue still persist. The fse replaced the flexvision pc. After the replacement of the flexvision pc, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the flex vision pc did not boot up successfully. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the flexviewing pc, which resolved the issue. The device was returned to use in good working order. Philips has started an investigation of this complaint.